Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead 2008 (B)(6), 6947 implantable tachy lead 2008 (B)(6). (B)(4).

Event description:
It was reported, the device reached elective replacement indicator (eri) within four and a half years and it was questioned if there was possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.